Manufacturer narrative:
One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was primed with water and was observed if the priming process created any air-in-line, occlusion, or leakage issues. There were no issues identified. A simulated infusion was then conducted at a rate of 125 ml/hr for 1 hour. There were no issues identified during the simulated infusion. The customer complaint of air bubble / air-in-line was not confirmed. A root cause for the reported issue was not determined because the failure was not replicated. A device history record review for model 10942011 lot number 24095287 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by the customer that air in line alert from alaris pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.